Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that aneurysm procedure was performed for a saccular aneurysm in the c4 of the right internal carotid artery (ica). The subject flow diverter stent showed the distal end shortening which was fully opened using a non-stryker guidewire resulting in incomplete aneurysm neck coverage due to subject device displacement. Though the details of non-stryker guidewire usage during the procedure was unknown. Additional flow diverter stent was implanted to cover the aneurysm neck. Modified ramond scale score was 3 post procedure. No additional information available.

Event description:
It was reported that aneurysm procedure was performed for a saccular aneurysm in the c4 of the right internal carotid artery (ica). The subject flow diverter stent showed the distal end shortening which was fully opened using a non-stryker guidewire resulting in incomplete aneurysm neck coverage due to subject device displacement. Though the details of non-stryker guidewire usage during the procedure was unknown. Additional flow diverter stent was implanted to cover the aneurysm neck. Modified ramond scale score was 3 post procedure. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the total procedure duration was 76 mins. Access was through right femoral. The second stent was used as a medical intervention to completely cover the aneurysm neck. There was no issue with 2nd device. The first stent is still implanted. Both the flow diverters were implanted. The preoperative type, shape, and size of the intracranial aneurysm was saccular right internal carotid artery cavernous c 4 aneurysm, 4.3x6x4 with neck 3.9 mm. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent dislodged/migrated¿ and ¿device interaction with another device¿.